Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that on a few occasions that in which a patient reported feeling a brief increase in stimulation sensation. Rep reported yesterday, meeting with the patient she explained the past few weeks a surge at ins battery site on multiple occasions and mentioned it seemed to occur when the ins battery level was fairly low. It was reported this was occurring intermittently. No further complications were reported/anticipated.